Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that only the proximal segment of the lead was returned, and the insulation was twisted indicating twiddlers syndrome. There was noted electrocautery damage on the lead. The damage noted to the lead was determined to be as a result of twiddlers syndrome.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was exhibiting loss of capture and increased thresholds. The right atrial (ra) lead was also exhibiting issues of increased impedances. A chest x-ray was taken which indicated that the patient was a twiddler, and twiddled the leads around the device. A revision procedure was done, which surgically abandoned both leads, and two new leads were then implanted. Post implant, there was once again loss of capture on the newly implanted rv lead. They physician thought that maybe the device header was damaged from the twiddling, so he elected to explant and replace the device. To date, no additional adverse patient effects have been reported.